Event description:
During an atrial fibrillation ablation procedure, the introducer was noted to have a leak. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The dilator was also received. Functional testing did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.